Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, b7, d6b, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "post-implantation - stenosis" and "post-implantation - central regurgitation" were confirmed based on the medical report. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As per medical records review, the records confirmed that approximately 4 years post implantation of a 23mm s3 tavr in the aortic position, the valve had developed severe bioprosthetic aortic valve stenosis and moderate-to-severe central aortic valve regurgitation. "Post-implantation - stenosis" per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, patient had hyperlipidemia which is a well-known factor that may increase the risk of valve stenosis. As such, available information suggests that patient factors (hyperlipidemia) may have contributed to the reported event. "Post-implantation - central regurgitation" per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. In this case, the patient had stenosis. Stenosed valves can impact leaflet coaptation leading to central regurgitation. As such, available information suggests patient factors (stenosis) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. Remains implanted.

Event description:
As reported by a field clinical specialist, approximately 4 years post tavr, a patient is experiencing a failed 23mm sapien 3 valve due to moderate aortic insufficiency (ai) and severe aortic stenosis (as). The patient underwent intervention with a 23mm sapien 3 ultra resilia valve inside the initial 23mm sapien 3 valve.